Manufacturer narrative:
From the photo received, observed barrel flange broken. Based on DHR review, no abnormalities were observed during production and current control there is an in-process inspection damage component for barrel crack. Qa outgoing inspection there is visual inspection for damaged syringe no sample were received for further investigation. Root cause could not be determined. Complaint received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
Syringe wing broke during use resulting injuring the doctor.

Event description:
It was reported that bd syringe 10ml l broke during use syringe wing broke during use resulting injuring the doctor.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.